Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited increased impedance, non capture, and increased to high threshold values. Reprogramming was performed to inactivate the device. No patient complications have been reported as a result of this event.